Manufacturer narrative:
Additional information sections: d10, h2, h3, h6, h10 explant was reported due to a tear. The tear was confirmed. All three leaflets were torn. Circumferential fibrous pannus ingrowth was present on the inflow surface of the valve and extended onto the bases of all three leaflets, narrowing the inflow diameter. Leaflets 1 and 3 contained folds. The was a focal outflow thrombus on the base of leaflet 3. No inflammation or significant calcification were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined; however, the circumferential pannus noted, likely induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was implanted in the patient's aortic position. On (B)(6) 2020, re-do aortic valve replacement (avr) was performed due to a tear. An unknown manufacturer's device was successfully implanted. The patient was reported to be in stable condition and discharged home.